Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a blank and dark blinking display. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was programmed and monitored and no blank display, blink screens or dark display screens noted during testing. The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had a minor scratched display window, scratched case and a pillowing keypad overlay.